Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9 infrarenal procedure to treat an abdominal aortic aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. Reportedly, it was noticed that the renals were covered by the device (trunk ipsilateral) and patient was brought back in the next day for an explant procedure. Physician did a surgical procedure with an aortic bypass with a dacron graft. Patient is doing okay but being monitored for renal function and if they will need dialysis. Reportedly, the physician thinks the stent graft either got pushed up or deployed too high. There were no patient anatomical constraints or issues with blood flow. Additional information received on (B)(6) 2023: patient is stable medically but is requiring dialysis.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.